Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 2.75x20mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 8mm from the tip approximately 10mm long. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. The reported information indicates the device was inflated to 18atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 2.75x20mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.